Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image due to defective digital output connector. The base plate and housing show minor corrosion and moisture. In addition, a worn-out connection socket, dirty universal serial bus socket an bayonet neill-concelman picture in picture, dirty& broken front panel at the stud, and dirty power switch were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center has a defective firewire connection and digital output connector. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 09-feb-2022. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿no image¿ was duplicated and it was determined to have likely occurred due to a faulty connector of the circuit board. However, they could not identify the cause of the defective connector of the circuit board. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.